Event description:
Procedure type: low anterior resection. According to the reporter: after applying the device the doctor was unable to remove it from the anastomosis. The device was then opened up completely to detach the anvil, and then removed from the patient. Subsequently, an enterotomy was made to remove the anvil. No donut tissue was noted. The doctor then closed the enterotomy, over-sew the anastomosis as a precaution, and then did a diverting ileostomy to the patient. No bleeding or leaks were reported. Surgery time was extended one hour as a result. No further patient information is known.